Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. It was reported the patient had an infected abscess. There was no alleged device malfunction contributing to the irritation. The patient's doctor drained the access and prescribed oral antibiotics. The irritation improved.